Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Electrocardiograms (egm) revealed that the right ventricular lead exhibited noise and increased impedance. The patient was brought in for testing. Lead parameters were normal and the noise was not reproducible with isometrics and arm movement. The patient was not dependent and had no symptoms therefore the physician opted to monitor the lead. No patient consequences were reported.

Event description:
New information received notes that the patient was dependent. The right ventricular (rv) lead which was noted to have a fracture and high capture thresholds. The rv lead was capped (B)(6) 2025, and replaced during a routine pacemaker change. The patient was discharged.

Event description:
New information received notes the right ventricular (rv) lead had been programmed unipolar for about five years due to a fracture in the bipolar portion of the lead. The indication for the procedure was bradyarrhythmia and a diagnosis code was marked as asystole.